Event description:
Report 1 of 2: it was reported while using bd vacutainer® cpt® nc: 1.0ml ficoll¿: 2.0ml, an unspecified number of samples exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® cpt® nc: 1.0ml ficoll¿: 2.0ml, an unspecified number of samples exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was visually examined and revealed poor barrier separation. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing may be required. The lot associated with the complaint expired on 31 dec 2024. Further testing could not be performed on expired products. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.